Event description:
Customer stated "smoke came out of switch/cord area. Heard a pop before" product was returned for investigation. The product was approx. 8 years and 6 months old when the incident occurred. Upon further investigation into the customers complaint, the inspector found that the cord appeared to have been bent at the strain relief. The cord had a cut at the strain relief. This usually happened due to over bending the cord. There was no evidence of smoke or burning. IFU states "loop cord loosely when storing. Tight wrapping may damage cord and internal parts." Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.